Event description:
It was reported by the customer that when using the bd pyxis medstation es, all the c line of cubies were not functioning. The customer stated that when the user tried to dispense the medications to the patient, the malfunction caused a delay in dispensing the medications to the patient, user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, all the c line of cubies were not functioning. The customer stated that when the user tried to dispense the medications to the patient, the malfunction caused a delay in dispensing the medications to the patient, user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 4-2 on the main station had undetected cubie pockets in row c. The issue had been resolved with a reboot prior to field service engineer (fse) arrival. The device was shut down and the row board cable, ribbon cable, and retractor band were reseated by fse. After rebooting, a final test was performed using the hardware test application, and the drawer passed successfully. The system functioned as intended after field service engineer repaired the device.